Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed and reproduced the system error 105 caused by a failed input/output printed circuit board (I/o pcb). Further eval found a connector dislodged from the I/o pcb. The I/o pcb/shielding was replaced.